Event description:
This lead was "damaged" after a new ICD was implanted.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized. The visual inspection showed cuttings in the insulation at some 8 cm distal to the is-1 connector pin. A fractured conductor cable was found at the section of the cuttings. Based on the damage symptoms it is assumed that the damages occurred during the device change out procedure as mentioned in the complaint description. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.